Manufacturer narrative:
Investigation is ongoing.

Event description:
O2 cell calibration failed during preope check, oxygen supply failed message appears once start ventilation on test lung.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the complaint involved oxygen calibration failure and repeated "oxygen supply failed" messages during ventilation. Logfile analysis confirmed multiple occurrences on (B)(6) 2025. The replacement of the o2 mixer assembly (B)(6) was confirmed via return of goods authorization (rga) number 100659. After the replacement of the part, it was noticed that the tubing between the oxygen inlet and the inspiratory valve was impure. This was internally investigated, but no conclusion could be drawn because the affected part was neither returned nor replaced for further analysis. The tubing was cleaned, and all calibrations and tests passed. The device was returned to service in working condition. Corrected: section h6 imdrf codes were corrected/updated.